Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two patient alerts for excessive charge time and charge circuit timeout on (B)(6) 2012. The programmer date save to disc file shows device programmer data s2d file shows device reached end of service on (B)(6) 2012 with charge time greater than 30 seconds. Reporting solely on analysis. Concomitant medical product: product ID: 5076-52, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.